Manufacturer narrative:
(B)(4). Eval, results: dissection.

Event description:
It was reported that, approximately 5 months post index procedure, the patient presented with symptoms. Coronary artery stenosis was confirmed. Non target vessel revascularization was performed with deployment of one other manufacturer stent in the mid rca.

Event description:
The pt had a 3.5 m diameter x 18 mm length endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lcx during the index procedure. A 3.5 mm x 12 mm endeavor spring rx stent was also implanted, overlapping, to the proximal lcx for treatment of a complication/dissection/bailout. The index procedure was prompted by acute coronary syndrome (non-st elevated myocardial infarction). No further info has been provided. No other clinical sequelae were reported.